Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was occluded the following information was received by the initial reporter with the following verbatim filter would not flush. No meds could pass through the line.